Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a robotic assisted hysterectomy laparoscopic procedure, throughout the procedure, the image on the operating room tower interface (orti) and the slave monitor was observed to intermittently flash when a storz endoscope was attached to the system. The dvi to hdmi adapter and hdmi cable were replaced; however, the flashing image persisted on the orti and slave monitor. The blinking image was not observed on the surgeon console so the procedure was continued. There was no injury to the patient. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).